Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) to report that her onetouch verioiq meter read inaccurately erratic. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on (B)(6) 2014 she obtained alleged inaccurate erratic blood glucose readings of ¿75, 97, and 144 mg/dl¿ taken greater than 20 minutes apart. The patient confirmed the reported results were taken at 7:22am, 12:37pm and at 4:00pm, respectively. The patient informed the csr that normal/typical blood glucose readings for her are approximately 125 mg/dl in the morning, 130 mg/dl at midday and 135 mg/dl in the evening. The patient manages her diabetes with oral medication (metformin) and lantus insulin (set dose). The patient reported that at approximately at 4pm that afternoon she began to feel unwell. The patient reported developing symptoms of feeling shaky, tired, headache and problem seeing. The patient stated that in response to the symptoms she went to see her hcp and when her blood glucose was tested with the doctor¿s/clinic¿s meter it provided a result of 80 mg/dl. The patient confirmed that 5 minutes prior to being tested with her doctor¿s meter, she had tested with the subject meter and obtained result of ¿144 mg/dl¿. Based on statistical methodology, the calculated difference between these blood glucose results does not meet lfs¿ accuracy criteria. The patient stated that her doctor advised her to eat something in response to her feelings. The patient confirmed she ate ¿sugar and chocolate¿ and felt better afterwards. Replacement products were sent to the patient. Although the patient developed symptoms associated with severe hypoglycemia, there is no indication that the subject meter caused and/or contributed to this serious injury. The patient was already symptomatic prior to obtaining the alleged inaccurate high result. In addition, the patient confirmed that the results obtained prior to the onset of symptoms were considerably lower than the patient¿s normal/typical blood glucose readings. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.